Event description:
It was reported that 6 relion® insulin syringes experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported found 6 syringes when remove needle shield then needle hub went with it. Lot # 0027372. Catalog# 328512. Date of event.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/23/2020. H.6. Investigation: customer returned (3) 3/10cc, 8mm, 31g relion syringes in open poly bags from lot # 0027372. Customer states that when the needle shield was removed, the needle hub went with it. All returned syringes were examined and all exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 0027372 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 relion® insulin syringes experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported found 6 syringes when remove needle shield then needle hub went with it. Lot # 0027372, catalog# 328512.